Event description:
A caller reported an issue with the touchscreen responsiveness of their device, noting that the pump screen was frozen and unresponsive to input, preventing interaction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer continued to use the pump for insulin therapy.